Event description:
Allegedly surgeon. Has concerns about cocr neck. Cobalt level is 3.3 and chrome level is 1.2. Type 1/2 pseudotumor on mars MRI. Pt. Has pain. Add'l info rec'd: pt. Revised (B)(4) 2013. Found at revision: a portion of the abductors had been avulsed. The pseudocapsule was thickened with marked fluid. Tissue sent for pathologic evaluation. Severe corrosion on neck and stem pocket.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01663, 02595, 02596, 02594.